Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Evaluation codes method (other) - lens work order search, medical review results (other)- a lens work order search was performed and there were no similar complaints found within the work order. Medical review: given that the yag capsulotomy has improved the visual acuity to normal vision, most likely posterior capsule opacity developed following the cataract surgery caused the event. Fragment or cells of natural lens dispersed on the capsule contributed to the development of capsular capacity. The medical device is not the reason of the event. Claim# (B)(4). Lens remains implanted

Event description:
The surgeon implanted the aa4203tl silicone three piece lens in the patient's right eye on 1/27/2014. The patient reported "pain and discomfort in both eyes following cataract surgery and since march 2015 eyesight deteriorated rapidly. On june 9, I received laser treatment of secondary cataract and the eyesight in the right eye was restored. Now shes feels pain in the other eye". The patient's surgeon was contacted and provided the following "patient was legal blind prior to surgery, dry macular degeneration and severe dry eyes-patient is non compliant. Patient had a yag done on 6/9/2015 and ucva in right eye (od) is 20/20. Surgeon is planning cont with lid hygiene".